Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer experienced different blood glucose level of 447 mg/dl. Troubleshooting was declined by the customer for high blood glucose. The product will not be returned for the analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer did not recall if she was in auto mode.